Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) was positioned and a 35mm watchman flx pro closure device and delivery system (wds) was implanted in the patient. After the closure device was released, the was sheath was removed from the left atrium, and the groin site was closed. At this point the echocardiography physician stated there was an effusion forming. It was observed for a few minutes and was noted to have been growing rapidly. Pericardiocentesis was performed to treat the effusion and 1700cc of blood was removed. The patient became hemodynamically stable, and the effusion was observed for about 15 minutes. The effusion was noted to continue to grow so the patient was taken to the operating room (or) to find source of bleeding. During surgery it was found that there was a small puncture of the right inferior pulmonary vein. The small hole was repaired, and patient admitted for observation. The closure device remained in place and there were no further patient complications reported.